Event description:
A malfunction alarm identified as "malf 3" was reported, but no notable events occurred prior to this issue. There was no adverse impact on the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support arranged to send a replacement pump, and the customer was instructed on how to store the current pump and return it using a pre-paid label.